Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead became extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to flattening. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during placement of the lead the physician noticed a dent on the insulation of the proximal portion of the lead. There was also a dent to the helix. No issue was observed with the function of the lead, however, the physician opted to implant an alternate lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.